Manufacturer narrative:
Device analysis: initial examination of the returned device noted that an 8fr introducer sheath was returned for analysis with a stent protruding out its distal end. No stent delivery system was returned for analysis. It was possible to remove the stent from the introducer sheath through its distal end without any issue noted. It was noted that the proximal stent wires were uncrossed and damaged on removal from the introducer sheath. A review of the manufacturing records was carried out for this batch, indicating that the device met its material, assembly, and product specifications. Based on the analysis carried out on the returned stent and introducer sheath, a review of the complaint information, and of the manufacturing records for this device it can be determined that the most probable root cause for this particular complaint is 'handling damage.'

Event description:
Reportable based on analysis findings approved 2007, indicating stent damage. It was reported that during a treatment procedure, stent deployment difficulties occurred. The physician introduced the sheath and inserted the guidewire. He subsequently positioned and deployed the wallstent, however only the distal part of the stent visibly deployed - the proximal part did not deploy. The physician repositioned the stent and was able to retrieve the complete system. He assumes that the proximal end of the stent became stuck in the deployment sheath and couldn't be released correctly. The procedure was successfully completed with another of the same type of stent. It was reported that there were no injuries or complications for the patient. Patient stats is reported as "good condition." This device is made and used ous only, with a similar device marketed by boston scientific in the united sates.